Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a motor error and for no delivery after rewinding. The customer removed the battery and put it back in but it did not resolve the issue. The blood glucose reading was 129 mg/dl. The customer was advised to push insulin manually through the tubing while disconnected from the insulin pump, and insulin did not exit. The customer was advised to assemble a new infusion set and insulin did exit with a manual push. The drive support cap appeared normal. The insulin pump passed the displacement test. The customer was advised to monitor the insulin pump and was sent a replacement reservoir.